Manufacturer narrative:
The product was not returned for evaluation. Death is included as a possible complication with the indigo aspiration system. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 1.3005168196-2023-00175.

Event description:
The patient was undergoing a thrombectomy procedure in the left pulmonary artery using an indigo system cat12 aspiration catheter (cat12), lightning aspiration tubing (lightning), an indigo system separator 12 (sep12), and a non-penumbra sheath. During the procedure, the physician accessed the right internal jugular using the 12f sheath, measured the pressure, and then performed an angiogram. Next, the physician advanced the cat12 into the left pulmonary artery and initiated aspiration. Subsequently, while aspirating in the left upper lobe using the cat12 and sep12, the patient began coughing up blood. Therefore, the physician stopped the procedure, and a rapid response team was called to stabilize the patient. The patient was then transferred to an intensive care unit (ICU) and a bronchoscopy was performed that revealed no active bleeding in the left upper pulmonary artery at the time. It was reported that the clot that was still in the right pulmonary artery and previous bleeding from the left pulmonary artery that resulted in the patient going into respiratory distress. An echocardiogram was performed bedside that revealed severe heart strain. The patient coded from respiratory distress and expired.